Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed, from the three samples received, only one of them leaked, and it was detected that it came from the ventilation of filter. The root cause of the reported issue was found to be no root cause could be related to manufacturing process. Actions were taken to mitigate the reported issue: a scar was sent to supplier.

Event description:
It was reported that there have been repeated leaks from the "cadd high volume administration set" transfusion set used for the "cadd solis vip 20" pump. It has affected pat in home health care with support drop ringer acetate. Patient has a tunneled cvk. No adverse patient effects were reported.